Event description:
The device is part of a recall population and upon return, it was found to be failing self test.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: the device eval concluded that the failure was unrelated to the recalled component.